Event description:
Patient experienced saphenous nerve damage following venous ablation therapy.

Manufacturer narrative:
Patient was still symptomatic at five weeks, but improved slightly. It was reported that the physician prescribed lyric to the patient. Evaluation of the returned catheter confirmed the product met all of the manufacturer's specifications. Exact cause of the reported condition could not be determined. If any add'l info is obtained, a follow-up report will be submitted.